Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative (rep) reported that the patient had a revision procedure on (B)(6) 2021. The patient's pump and catheter were explanted. A new catheter was implanted and externalized in the fashion of an extra lumbar drain and attached to the pump which was enclosed in an outside the body pouch. The plan was to gradually reduce the medication dose over the next 10 days while bridging the patient to oral medication. If the patient were to be infection free, the plan will be to re-plant the device at a later date.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2014. Explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that 2-3 days post op the patient experienced symptoms of increased spasticity and tachycardia. During exploratory surgery is when the healthcare provider noticed some decreased cerebrospinal fluid (csf) flow at the connection to pump.

Event description:
Additional information was received from the device manufacturer representative indicated that the cause of the catheter issue was possibly due to an occlusion. It was reported that the device was sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 960mcg. Day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included cp (cerebral palsy). It was reported that the patient showed signs of withdrawal after a normal pump replacement. There were no known factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was surgery for revision on (B)(6) 2021. The actions and interventions taken to resolve the issue was they removed the pump segment and added a new 8784 pump segment and checked flow throughout the implant. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con) reported that the patient will be having a neuro surgery next week due to an infection in the pump and there was no way to salvage the pump. The patient representative reported that the infection was determined "around early (B)(6) 2021". It was noted that the patient was on antibiotics, the pump had a biofield around it, and the infection had crawled up the catheter. Of note, the klebsiella infection was not responding to the antibiotic and the only option was removal of pump and catheter; however, they cannot remove the pump and catheter because the patient would have seizures and die. The patient representative stated that the old catheter was explanted and was sent in for analysis in early may. No information regarding the catheter analysis has been received. The patient representative stated that the catheter was cracked and leaking. The issue was not resolved as troubleshooting was not needed. The patient was redirected to their healthcare provider to further address the issue.